Manufacturer narrative:
Manufacture date and expiration date unavailable with information provided.

Event description:
Information was received that a smiths medical cadd extension set was leaking from the filter. A large bubble was noted in the cassette. The patient reports they are more short of breath than yesterday. No further information provided.